Manufacturer narrative:
Additional analysis was performed that the programmer had failed the electrocardiogram (ECG) graph test. The ECG cable of the programmer was replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly analyzed. The analysis result revealed a melted liquid crystal display (lcd) cover which was induced in the field. The rear housing of the programmer was damaged during analysis. Both the lcd cover and rear housing were replaced. Furthermore, the programmer booted up without error code on a black screen. There were no abnormalities found with the display. Laboratory testing could not confirm the reported observations.

Event description:
Boston scientific received information that this programmer displayed black screen and error code. The programmer remains in service. No adverse patient effects were reported.

Event description:
--